Event description:
A healthcare professional called about out of range control test results that has been received using the contour system. While troubleshooting over the phone, she performed control tests using high control solution and received a result of 466 mg/dl. The high control range was 295-407 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.